Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. The device was reprogrammed and remains in use till the change out procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was additionally reported that the device was explanted.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.